Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that they experienced high blood glucose over 500 mg/dl. The representative reported that the customer was able to bring the blood glucose down after moving the site. The representative reported that the customer declined helpline assistance. The insulin pump will not be returned for analysis.